Event description:
The manufacturer received information alleging a ventilator had a high leak rate. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the complaint was confirmed. The device was recalibrated to address the issue.